Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient was having pain where their implant was and mentioned it felt like an 8-10 pain. Patient programmer would not power up, so they replaced the batteries. Patient decreased stimulation, but it did not change the pain. Patient turned off stimulation temporarily but it did not change the pain and it was reviewed that it did not seem to be stimulation related. Additional information was received from a healthcare professional. The patient had pain at the ins site that came on suddenly on (B)(6) 2017 and an x-ray had been ordered. It was noted the impedances are normal and the longevity was showing 4-8 months; the amplitudes are high and may be why the ins appears to be depleting. Amplitudes range from p1 5.0 volts, p3 4.8 v p2 6.1 v. Ins moved slightly in the pocket and that depletion was way too soon, not even a year. It was noted patient lost (B)(6) pounds. Patient denied any falls or trauma and it was reported the hcp turned the device off a few minutes before the report and patient still had pain at the implant site. No further complications were reported